Manufacturer narrative:
Hernia recurrence, pain and mesh migration have been alleged post implant of the perfix plug. Based on the event as reported the degree to which the perfix plug used to treat the patient cased or contributed to the patient¿s post operative course cannot be determined. The adverse reactions section of the instructions-for-use supplied with the device lists mesh migration, hernia recurrence and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (15-apr-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged, the patient was implanted with perfix plug extra large on (B)(6) 2013 during a hernia repair. Allegedly, the mesh "failed and has caused many problems in the past few years." "It is deteriorated my health. The patches come loose parts of it is missing so therefore it's in body floating around. The rest of it is folded over on itself and has come away from the original repair area. And now there are two hernias underneath the old hernia patch. I have had CT scans and x-rays of this, and it shows clearly what is going on." "I've been suffering for more than 10 years after patch failed. I'm unable to work. I'm in constant pain. I cannot walk more than a city block without cramping or so sore that it becomes impossible."